Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise in the shock channel and review of the device data was requested. Upon review by technical services (ts), it was discussed that the recorded episodes do not show evidence of noise on the rate electrogram (egm), and considering the unipolar nature of the shock egm, it may be susceptible to myopotentials. The patient is not pacemaker dependent. Further troubleshooting recommendations were provided. Additional information was provided indicating there is extensive noise on the shock egm and ts review was requested. Ts discussed there is abnormal mechanical type of artifacts in both the right atrial (ra) and shock egm, however, there is no clear impact to the right ventricular (rv) rate egm. The type of noise is clearly non-physiological and likely driven by an atrial lead impaired. Troubleshooting suggestions were provided and it was advised to perform a lead evaluation. In addition, engineering analysis of the device shows the ICD diagnostics appear normal and the ICD is adequate for continued use. The ICD system remains in service. No adverse patient effects were reported.